Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was elevated (500 mg/dl). The customer administered a manual insulin injection, changed the infusion set, and opened a new vial of insulin. The following morning, the customer's blood glucose level was 212 mg/dl.